Manufacturer narrative:
The user initially reported pain at the insertion site, first noticed on (B)(6) 2026 at 07:00 am. The sensor was inserted on (B)(6) 2025. The user stated that the symptoms were improving; however, the user was advised to consult their healthcare provider (hcp) for medical assistance. At the hcp's office, the insertion site appeared infected, with the presence of pus discharge. The hcp prescribed antibiotics to treat the infection. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing skin irritation/swelling/pain/ inflammation/infection around the insertion site is a known anticipated adverse event.

Event description:
Senseonics was made aware of an incident where reported pain at the insertion site, first noticed on (B)(6) 2026 at 07:00 am. The sensor was inserted on (B)(6) 2025. The user stated that the symptoms were improving; however, the user was advised to consult their healthcare provider (hcp) for medical assistance. At the hcp's office, the insertion site appeared infected, with the presence of pus discharge. The hcp prescribed antibiotics to treat the infection.